Event description:
Customer reported that a pt presented with a superficial right hip wound infection 1 month following orif acetabular fracture. The pt was returned to surgery for incision and drainage.

Manufacturer narrative:
H6. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.